Event description:
It was reported the pt experienced a lack of effect. The pt stated, that twice he had gone for a refill and there was still 20 mg of drug left in the 40 mg pump. The pt stated, "the pump has never worked". A roller study was performed with good results indicating good pump function. A dye study was attempted but the hcp was unable to aspirate or inject the dye indicating a potential issue with the catheter rather than the pump. The hcp stated that only the catheter needed to be replaced, but the pt would like both the catheter and pump replaced or the entire system explanted. Additional info received indicated the pump was explanted and the catheter was occluded. The pt recovered without sequela. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
See scanned page.